Manufacturer narrative:
B5: post-op, the icl was not sitting properly due to patients anatomy. Exam noted "icl, vault -0.5:1, trace pigment". At (B)(6) 2024 post-op visit, used 3 mirror gonio to examine icl. The icl appeared to have rotated sitting @ 140 degrees. On (B)(6) 2024, the lens was explanted. At 1 day post-op, ucdva was cf@1ft and iop was 10. Claim # (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -09.50/+3.0/092 (sphere/cylinder/axis), into the patient`s left eye (os) on (B)(6) 2024. The patient had difficulty reading phone and computer; had constant dry eye, causing pain and irritation. Also had intermittent cloud-like film. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2024-01676. Additional information has been requested but none has been forthcoming.